Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for spiked bottom with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to spiked bottom as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for spiked bottom with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and spiked bottom was not observed. Root cause description: the most likely root cause for the reported defect is wear on the gates of the tube molds causing a spiked bottom rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a spiked bottom. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a spiked bottom. No report of injury or medical intervention. No report of blood exposure to mucous membrane.